Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same event as: MFR # 2249697-2010-01606, 01607, 01608.

Event description:
It was reported, "as part of the routine inspection according to the guidelines in (B)(4), the sterile services manager reported via the sales rep that 10 cutting blocks had failed inspection and they were all missing ceramic rails".